Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: (B)(6) 2024. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with 375cc mentor smooth round moderate profile saline breast implants. Post-operatively, the patient experienced baker grade iii-IV capsular contracture of the left breast and baker grade ii-iii capsular contracture of the right breast, which were confirmed during a physical exam. It was also reported that the patient experienced a double bubble deformity. As a result, the patient is scheduled for removal surgery on (B)(6) 2024. Mentor became aware that the reported date of implantation of the right device takes place after the expiration date of the device. Several attempts were made to clarify this discrepancy, but the date of implantation was not confirmed. If additional information is received, a supplemental report will be submitted. This report is for the right implant.

Manufacturer narrative:
On october 4, 2024, the mentor failure analysis lab received the device for evaluation. The correct date of explantation was also provided to be august 12, 2024. On october 8, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a crease/fold on the anterior view. In addition, a tear was found within the crease/fold, measuring approximately 1.0 cm. The evaluation determined that the possible cause of the rupture found is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On september 11, 2024 and september 19, 2024, mentor received additional information indicating that the correct lot number for the right breast implant is 5908348. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.